Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to the seized brake gap caused by corrosion at the brake housing area, preventing the brake to open or close during activation likely due to the presence of moisture inside the platform. In addition, based on the archive review, the platform has not been powered on for more than 20 days and the routine shift check of the platform was not performed daily in which may likely cause the brake gap to be seized. There was no physical damage observed on the returned autopulse platform during visual inspection. Device's archive data shows multiple user advisory (ua) 16 error messages that occurred on the reported event date. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to user advisory (ua) 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the seized brake gap was un-seized and cleaned the brake housing area. A drive train motor brake gap inspection was performed and verified that the brake gap was within the specification. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was previous history of complaint reported for autopulse with serial number 33914. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) displayed error message when the crew pressed the start button. The manual CPR was performed while the crew switched to the second autopulse platform. The second platform performed compressions without any issue, however, the rosc was not achieved and the patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during the call, the patient was placed on the autopulse platform (sn (B)(4)) and the crew pressed the start button, however, the platform displayed user advisory (ua) 16 (timeout moving to take-up position) and would not size the patient. The crew tried to adjust the lifeband without any success. The manual CPR was performed while the crew switched to the second autopulse platform (sn unknown). The platform performed compressions without any issue, however, the rosc was not achieved and the patient was pronounced dead. Per customer, the patient's outcome is not related to the autopulse platform. No device malfunction was reported for the second platform.